Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14ljn, product type: lead. Patient code pertain to ipg (B)(4). Patient code pertains to tined lead (B)(4). Device code pertains to ipg (B)(4). Device code pertains to tined lead (B)(4). Evaluation code pertains to both ipg (B)(4) and tined lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient was going to have a complete revision of the entire system as the implantable neurostimulator (ins) had moved closer to the skin and the ins battery life showed low along with the patient had consistently been running at a high amplitude between 5-6 v since (B)(6) so the hcp felt there was an issue with the lead as well. The hcp stated that when they saw the patient they had been ¿messing around¿ with the programming and had actually been at 8.5 v. The rep stated they thought the patient might have fallen at some point, but they had limited background on the patient situation and the office would have more information. The hcp had opened the pocket site and pocket site was filled with pus. The rep stated the pus was only in the pocket site and patient had exhibited no other symptoms of infection. The rep noted the revision had occurred. It was unknown if the patient had recovered. The rep reported all components were explained, a drain was put, the patient was put on antibiotics and cultures were sent for analysis. The rep was not aware of the culture results and therefore, it was unknown if the patient had an infection or not. The rep noted the hcp would go back and reimplant at a later date if possible. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.